Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number for the past 3 years found no related failures. Clinical evaluation was completed and concluded that based on the limited information provided and without the return of the device the root cause of the reported tristar electrode breakage cannot be determined. Based cytotoxicity testing the tristar 50 icw device passed cytotoxicity testing and is considered non-toxic. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to broken tip include, but are not limited to: 1. Device coming into contact with a metal object such as a cannula. 2. Mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H10: h3, h6: the wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. The device passed cytotoxicity testing and is considered non-toxic.the patient impact cannot be determined. No further medical assessment can be rendered at this time. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Visual inspection of the device showed minimal erosion of electrode screen, a folded screen, and 2 electrode balls detached. Both the suction line and cable line were severed. Functional evaluation for the wand's ablation and coagulate functions were unable to be tested, as the wand's cable line was severed. Despite the wand's suction line being severed, a syringe was used and it was revealed that suction performed as intended. The complaint was verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface such as an insertion cannula or other instruments (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee debridement procedure, one of the three metal electrode fall off, it was not found at view. X-rays were performed and no metal foreign body was found. A back up device was available to complete the procedure with no significant delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.